Event description:
A pump triggered an altitude alarm 21, leading to the customer's blood glucose (bg) level exceeding 500 mg/dl, with the specific value shown as "high." To address the high bg, the customer administered a correction bolus via the pump, without needing third-party assistance. The technical support team resolved the issue by sending a replacement pump and instructed the customer on necessary steps, including returning the problematic pump to tandem.